Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that a patient presented with dislodgement. Noted, on both the right atrial and right ventricular leads. No electrical malfunction was reported. The leads were repositioned on (B)(6) 2024. The patient was stable throughout.